Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons did not illuminate and the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on the transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler went blank during their previous nights peritoneal dialysis (pd) treatment. The ok and stop keys made noises when pressed and the cycler continued to run and make pumping noises even though the screen remained blank. The patient attempted to turn on the cycler for that evenings treatment but it would not power on. The power cord was properly connected in both ends and the patient tried using multiple outlets to plug in the cycler. There were no recent power outages in the home reported. At that point in time, the technical support representative issued a replacement cycler to the patient and the patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. It was not reported during the initial phone call with fresenius technical support that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported issue. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.